Event description:
The clinician reports the implant was inserted (B)(6) 2015 in ada 15. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.